Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9558680. The hair was found inside the embossed sheath. Our subcontractor is responsible of putting the prostatic catheter inside this sheath. Our subcontractor realized a resensitization of the production team about this kind of issue and about a good manufacturing practise.

Event description:
According to the available information, the device contains hair in the sealed packaging.

Event description:
According to the available information, the device contains hair in the sealed packaging.